Event description:
The company was notified that the patient's device was no longer functioning. The clinic reported that all electrodes in the patient's device were shorted. Surgery to explant the patient's device will be scheduled.